Event description:
The customer reported that about 5 ml of fluid leaked from the coulter® act diff 2 analyzer and onto the counter. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found, repaired and reconnected leaking tubing at the red blood cell (rbc) diluent filter bulkhead fitting, to resolve issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).